Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient required four device shocks from their implantable cardioverter defibrillator (ICD) device in order to convert their ventricular fibrillation (vf) arrhythmia. The first three device shocks failed to convert the arrhythmia. In response, the physician electively implanted a supplemental subcutaneous lead system. The ICD device and right atrial (ra) and right ventricular (rv) leads remain in-service. No additional adverse patient effects were reported.